Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify e22 and a32 alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated that they were unable to clear the alarm. Also reported that they did not receive another error after clearing it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.